Manufacturer narrative:
Follow-up #1: date of submission: 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: during investigation, moisture was found in the battery compartment, near the vibration contacts, and on the transceiver board. A leak test was performed and failed due to a leak in the battery compartment. The battery compartment was cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.